Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting (age, date of birth, initials, or weight) it is unknown when non-union occurred. 510k: this report is for an unknown tfn lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable implant date unknown date in 2014 no phone number or email is available for the facility contact. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision procedure on (B)(6) 2018 due to for improper healing of a fracture. The patient was originally implanted with the nail and screw on an unknown date in 2014, under the guidance of another surgeon. When the patient begun to work with the new surgeon, it was decided the original nail was not long enough to heal the wound properly; so, the surgeon decided it would be best to remove and replace the nail with a longer nail to fit the deep-rooted fracture. There was no reported surgical delay. The patient was reported to be in okay condition following the procedure. The sales consultant was not present during the event. This is report 2 of 2 for (B)(4). This report is for an unknown trochanteric fixation nail (tfn) nail.